Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent failed/unable to open¿.

Event description:
It was reported that during the left internal carotid artery-communicating (c7 segment) saccular aneurysm procedure, there was incomplete opening of the subject flow diverting stent. A balloon catheter was used to get the perfect vessel wall apposition. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event

Manufacturer narrative:
Section b1 adverse event/product problem - corrected to - no adverse event. Section b2 outcomes attributed to ae - corrected to - no required intervention to prevent permanent impairment/damage (device). Section h1 type of reportable event - corrected to - malfunction.

Event description:
It was reported that during the left internal carotid artery-communicating (c7 segment) saccular aneurysm procedure, there was incomplete opening of the subject flow diverting stent. A balloon catheter was used to get the perfect vessel wall apposition. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that during the left internal carotid artery-communicating (c7 segment) saccular aneurysm procedure, there was incomplete opening of the subject flow diverting stent. A balloon catheter was used to get the perfect vessel wall apposition. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.